Event description:
A sample generated a (B)(6) result with architect hbsag qualitative ii. The customer stated a sample generated (B)(6) architect hbsag qualitative ii results with the primary tube when tested on the architect i2000sr using lot 16621lf00 ((B)(6)). An aliquot sample generated a (B)(6) result on the i2000sr using lot 15138lf00 ((B)(6)). The sample was then tested on the i1000sr analyzer and generated (B)(6) results with the aliquot sample using lot 15138lf00 ((B)(6)) and (B)(6) results with the primary tube using lot 15138lf00 ((B)(6)). A follow up sample from the patient was obtained one week later. An aliquot of this sample generated (B)(6) results with lot 16621lf00 on the i2000sr ((B)(6)). The primary tube of this sample generated (B)(6) results with lot 15138lf00 on the i1000sr ((B)(6)). Both samples were confirmed as (B)(6). There was no report of impact to patient management.

Event description:
A sample generated a (B)(4) result with architect hbsag qualitative ii. The customer stated a sample generated (B)(4) architect hbsag qualitative ii results with the primary tube when tested on the architect i2000sr using lot 16621lf00 ((B)(4)). An aliquot sample generated a reactive result on the i2000sr using lot 15125lf00 ((B)(4)). The sample was then tested on the i1000sr analyzer and generated (B)(4) results with the aliquot sample using lot 15138lf00 ((B)(4)) and (B)(4) results with the primary tube using lot 15138lf00 ((B)(4)). A follow up sample from the patient was obtained one week later. An aliquot of this sample generated (B)(4) results with lot 16621lf00 on the i2000sr ((B)(4)). The primary tube of this sample generated (B)(4) results with lot 15138lf00 on the i1000sr ((B)(4)). Both samples were confirmed as (B)(4). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 2g22 that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Clinical sensitivity testing was performed for the likely cause lot 15138lf00 on the i1000sr platform and associated lots 15125lf00 and 16621lf00 on the i2000 platform. Retained samples of each reagent lot were tested with one replicate of each level of two commercially available seroconversion panels (phm927 and phm929). All three reagent lots detected the same first reactive bleed or better of the seroconversion panel as historical data and the panel manufacturer's data. From this assessment we conclude that the architect hbsag qualitative ii reagent lots 15138lf00, 15125lf00 and 16621lf00 are performing acceptably with regard to clinical sensitivity. A review of the manufacturing and testing records for lot 15138lf00 was performed. This review did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. Customer complaint data was reviewed and no adverse trends were identified. The architect hbsag qualitative ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency/malfunction.